Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent bilateral hip surgery. Immediately post-operatively, it was not found that tools were fractured; however, during review of the operation a month later, x-rays identified that a piece of an instrument had fractured and remains in the patient. There is no plan to remove the fractured piece.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay. Date rec¿d by MFR: the event occurred in china. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the instrument confirmed that the distal tip had fractured away and was not returned. No further damage was identified on the remainder of the device. Analysis of the fracture surface revealed partial evidence of overload failure. A majority of the features on the fracture surface were obscured by extensive biological deposits, therefore, the fracture initiation region and analysis of further evidence could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.